Event description:
It was reported that the patient received an alert from the device. Initially no noise was seen. After a second alert, an egm showed noise. X-ray showed a possible insulation anomaly above the rv and svc coil. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the noise observed in the field was confirmed. Analysis found external abrasion at 7.3cm to 8.7cm from distal tip as a result of friction to another device. Abrasion was also noted on the ptfe liner from the inner coil at 34.2-34.7cm from the distal tip. The insulation for this portion was not returned. Electrical measurements were normal.